Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured vertically at the tip. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.